Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 147mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer was using u-500 insulin in the cartridge. Tandem technical support advised the customer that u-500 insulin was contraindicated to be used with the pump. The customer was to perform an infusion set change to address the occlusion alarm.